Manufacturer narrative:
(B)(4): evaluation: results - (myocardial infarction).

Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted in the mid lad. On the same day, a myocardial infarction (mi) occurred. The mi was related to the target vessel. The investigator indicated that the reported event was definitely related to the study device. (Ref MFR #9612164-2011-00745).